Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when the sensor glucose was 60 mg/dl and blood glucose was 300 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.